Manufacturer narrative:
(B)(4). Implant date: exact date unknown; reported as (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for revision surgery on (B)(6) 2016 for a broken plate and femoral nonunion. The original implant date was in (B)(6) 2015. The hardware removal consisted of one 12-holes left variable angle (va) locking compression plate (lcp) curved condylar plate (broken at a hole and at non-union site), an unknown quantity of 4.5mm unknown cortical screws, and an unknown quantity of 5.0mm unknown variable angle (va) locking screws; all screws were fully intact. The surgeon did a bone graft of fibrous tissue. There was no other additional medical intervention and no surgical time delay. The surgery was successfully completed. The patient status outcome is unknown. This is report 1 of 1 for (B)(4).